Event description:
A nurse reported that a system message was displayed. The nurse also reported that the device flashed an orange screen and shut down in the middle of a procedure. She reported that there was no harm to the pt, just a delay of the case.

Manufacturer narrative:
The company rep confirmed the reported system message in the system's event log. The company rep was unable to duplicate the reported problem. The system's power supply was replaced for diagnostic purposes. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).